Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an unrelated procedure, decreased sensing was observed on the right atrial (ra) lead. The event was resolved by capping and replacing the ra lead during the unrelated procedure. The patient was in stable condition.